Manufacturer narrative:
G2: citation: authors: kulkarni irlekar, s. D., kekunnaya, r., sachdeva, v. Bilateral optic disc collaterals secondary to high-flow dural arteriovenous fistula: a diagnostic dilemma. Bmj case reports. 17(5) 2024. Doi:10.1136/bcr-2022-253192 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of onyx backflow in the right ascending pharyngeal artery in association with onyx embolization of an arteriovenous malformation. The purpose of this article was to highlight the rarity of the association between bilateral optic disc collaterals and high-flow dural arteriovenous fistula, and to suggest a diagnostic work-up for such cases. Additionally, the study aimed to discuss the treatment of the underlying cause of retinal venous outflow compression to potentially lead to the resolution of the collaterals. The authors reviewed 1 case of a patients treated for arteriovenous malformation using onyx embolization. The patient was in his 80's and was a male. The article does states during the procedure backflow of the onyx occurred in the right ascending pharyngeal artery threatening embo lization, causing an abortion of the procedure. The following intra- or post-procedural outcomes were noted: backflow of the onyx in the right ascending pharyngeal artery threatening embolization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage to the patient as the procedure was abandoned in view of the back flow.